Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that customer had to re-set lifeband frequently since last several months (approximately 5 CPR events). The autopulse displays error message that requires to stretch lifeband to its starting position and stops compression. Additional information was requested, however it has not yet been received.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on 09/06/16. Visual inspection of the returned platform was performed, front enclosure was noted to be cracked and battery lock was bent. Autopulse is a reusable device and was manufactured in 02/12/2008. The damage found is characteristic of normal wear and tear for the life of the device. A review of the archive was performed and multiple system error 139(unable to hold compression), user advisory (ua) 02(compression tracking error), ua 17(max motor on time exceeded), ua 08(motor controller fault detected), ua 45(not at "home" position after power-on/restart) were noted. The device displayed "system error, revert to manual CPR" during functional test. In summary the customer's reported complaint is confirmed. The root cause for the reported complaint is related to the defective processor board. After processor board was replaced, ua17 was observed during compressions, the defective drive-train assembly needed to be replaced to resolve ua17. The clutch/drive shaft was noted to be stiff, the clutch plate was deburred to remedied sticky clutch. The functional test was performed using the 95% patient test fixture for several hours, and did not duplicate any of the user advisory or fault.